Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation.

Event description:
It was reported that a patient called concerning a post-op condition (abscess) after having acl surgery with a calaxo screw implanted. His surgeon told him he would likely need revision surgery. No other information is available.